Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient has deceased. There was no allegation from a healthcare professional that the death was device related.